Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was sensing at approximately 1 mv, the impedance was less than 200 ohms and a high threshold was observed. The lead was abandoned/capped and a new rv lead was implanted. No patient complications have been reported as a result of this event.